Manufacturer narrative:
This report is submitted january 3, 2020.

Manufacturer narrative:
This report is submitted on 17 october 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted (date not reported).